Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pump error was found. Blood glucose was 13 mmol/l. Troubleshooting was performed. Customer stated they were not able to rewind the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant drive count or time values or changes incorrect for moving or coasting error alarm during rewind. Problem isolated to motor. Unable to confirm this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm due to drive count or time values or changes incorrect for moving or coasting error during rewind.